Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached the end of life (eol) indicator after approximately 38 months of implant. The patient had received 9 shocks early in the implant. An expression of dissatisfaction was made with regard to device longevity. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.